Event description:
It was reported that the patient's right atrial lead was capped due unknown reason on (B)(6) 2022. The patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: please retract this report 2017865-2022-41865 as the right atrial (ra) lead was capped due to physician claim for decision that the patient doesn't need ra lead and there is no allegation of malfunction on the ra lead.